Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on may 25, 2016. Ts was information tht this patient will be presented back to the electrophysiology (ep) laboratory on (B)(6) 2016 due to erosion of the electrode at the xyphoid incison. The physician plans to remove the electrode, treat the infection and have a plastic surgeon add a skin flap to the xyphoid site. A replacement electrode will be implanted at a later date. The patient was presented to the ep laboratory. The pocket was opened and cleaned. The electrode was positioned deeper into the fascia. The plastic surgeon was called for further assistance. The patient was very thin and had a medical history that was significant for non-compliance. A successful defibrillation threshold test was performed. There were no adverse event reported as a result of the revision procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in march 2017 that this field clinical representative (fcr) contacted boston scientific's technical services to ask if there was a lead end cap that would fit over the electrode connector pin. The patient's medical history was significant for several invasive procedures and no has an opening at the xyphoid incision site. The physician may try a skin flap but may need to explant the entire system. The fcr was informed that an is-1 lead end cap would fit over the electrode connector pin. Boston scientific received information from the local representative that this patient has been scheduled for system extraction on (B)(6) 2017. The patient was presented back to the ep laboratory for system extraction. Both the device and electrode were extracted due to skin erosion in the subxyphoid area. The hospital has retained the explanted system. The patient was fitted with a cardiac life vest.